Manufacturer narrative:
Qc results were acceptable. The field engineering specialist cleaned the water tank, replaced a valve, cleaned the rinse tubing, and cleaned and decontaminated a sample probe and a reagent probe. He checked the dispensed rinse water level from the sample probe and the reagent probes. He checked the water level in the reaction cell and the gear pump pressure which both were acceptable. He checked the concentration of detergent at the rinse station nozzle. He performed precision testing with acceptable results. Following the service activities, there have been no further issues. Based on the precision testing data, the issue was consistent with an instrument related issue. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable low gluc3 glucose hk gen.3 result for 1 patient tested on a cobas 6000 c (501) module. The initial gluc3 result was 5 mg/dl with a repeat result of 98 mg/dl. The result in question was not reported outside of the laboratory. The gluc3 reagent lot was 39929101 with an expiration date of 30-jun-2020.